Event description:
It was reported to the manufacturer, by the end user, per the end user, that on (B)(6) 2021 at approximately 330pm the resident was being transported in the hoyerlift from the shower room to his room. At approximately one foot away from the bed the resident began to pull on the hoyer straps and the strap came off and he fell out of the hoyer onto the floor; he had an open laceration to his left forehead and a nose bleed. He did sustain some injury to his left forehead which required surgical intervention (had a wash out in surgery) and a fracture to his nasal bone. ' complaint #(B)(4) was entered into our system to have the lift returned for investigation. The sling is not manufactured by joerns and if requested, will be sent to the manufacture for investigation.